Manufacturer narrative:
The lead was returned due to dislodgement. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray examination of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for generator changeout procedure. During procedure, it was found that the new right ventricular (rv) lead was dislodged after placement. The rv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2023. There were no patient consequences.